Event description:
It was reported that the flanges on the cslp locking screw broke off during insertion. Broken pieces were retrieved and thrown away.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. The lot number is unk; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.